Manufacturer narrative:
Method - review of device history and complaint history: an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies that would contribute to the event. The product experience reporting database was reviewed for similar reported events regarding issues of inserting/removing cancellous bone screws from an acetabular cup during surgery. There have been no other events for the reported lot ID. The event was not confirmed. The root cause could not be determined due to the limited information provided.

Event description:
It was reported that during the tha, the surgeon was inserting the cancellous bone screw to lock a trident cup. However, the screw head slightly popped up from screw hole. Therefore, he tried to remove the screw but he could not remove it due to a run idling of the screw.